Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, linear opening. A leak test was performed and was found one opening. A microscopic analysis identified: a linear sharp opening on radius side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.